Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Extensive nerve damage [nerve injury]. Severe and permanent physical injuries [injury]. Loss the use of his arms including the ability to lift or feed himself [monoparesis]. Hypocupremia [copper deficiency]. Case description: an attorney reported their (B)(6) male client used fixodent denture adhesive, version unk, cream beginning in 2007 through 2008, after using super poligrip beginning in 1974 through 2007, and reported the following: profound and permanent neurological injuries, extensive nerve damage, severe and permanent physical injuries, loss the use of his arms including the ability to lift or feed himself, and hypocupremia. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.